Event description:
A customer reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer support provided information and assistance to reset the pump, which resolved the malfunction issue. The pump was successfully reset, and the same malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which the customer understood and acknowledged.